Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 49 ¿300 mg/dl and 146 mg/dl. The customer was treated with bolus and carbohydrate intake. The customer declined troubleshooting for high and low blood glucose. It was reported that they had issues with sensor unable to go into auto mode. The customer was advised to monitor pump and call back as needed. The insulin pump will be returned for analysis.